Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product in route.

Event description:
It was reported by the vad coordinator that the patient noticed power switching from the battery. After log file review, the decision was made to exchange four batteries and the controller. There was no effect on the patient. No further information was provided.

Manufacturer narrative:
One controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event (power switching) was confirmed log analysis. Review of the available log files revealed evidence of power switching induced by momentary power disconnects on both power sources (ps1) and (ps2) but was more frequent on power source 2. The switching could have been due to a communication error or momentary disconnection. The momentary power disconnections occurred with batteries ((B)(4)). Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The controller had the smr upgrade installed. Labeled for single use battery - (B)(4) - received: 6/30/2016. Battery - (B)(4) - received: 6/30/2016. Battery - (B)(4) - received: 6/30/2016. Battery - (B)(4) - received: 6/30/2016.